Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, the pusher coil was noted to have detached prior to thermal detachment of the implant coil with the controller. The coil remains implanted in the aneurysm. There was no reported patient injury.

Manufacturer narrative:
Additional information clarified that treatment was performed for a posterior communication artery (pcom) aneurysm. After detachment, a coil tail extended into the parent artery, which was positioned in the external carotid artery, and thrombus was identified at the neck of the aneurysm. Integrilin and aspirin were administered. The device was received with the pusher coils separated from the pusher. There was no damaged to the returned microcatheter and introducer. The investigation found pusher to be kinked at the middle of the hypotube and proximal gold connector at e2. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage of the pusher, but the damage is consistent with the device experiencing forces over specification. H11 - corrections- (b1)(b2)(h1) - additional information obtained via follow-up emails changes complaint from malfunction only to serious injury with intervention. (H6) - health effect - clinical code - add 4440. (H6) - health effect - clinical code - remove 4582. (H6) - health effect - impact code - add 4644. (H6) - medical device problem code - add 1157.